Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the image is displayed intermittently occurred due to poor communication caused by cable failure. It is possible the cause of cable failure is that there are several cuts on the cable trunk and resulted in, water flooded into the cable. However, the root cause of the failure could not be identified. Additionally, the phenomenon of the delay is likely due to the device malfunction. The root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of intermittent image was confirmed. The following additional findings were also noted: several cuts on the cable resulting in loss of water tightness, and keypad housing and buttons worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, whilst in the middle of a therapeutic laparoscopic cholecystectomy, their hd autoclavable camera head device would intermittently lose connection with the monitor. The reported issue reportedly caused a delay of 10 minutes, and the patient was under general anesthesia at the time. The procedure was completed with a similar device with no further complications and no negative patient outcomes as a result of the issue. There were no reports of patient or user harm associated with this event.